Manufacturer narrative:
The t:slim g4 user guide states, "the transmitter battery will last at least 6 months. Once you see the low transmitter battery alert, replace the transmitter as soon as possible. Your transmitter battery may drain as quickly as 1 week after this alert occurs." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the transmitter had been in use for longer than 6 months. There was no reported impact to the customer's blood glucose level.